Event description:
The facility's clinical product coordinator reported to baxter (B)(4) that an in-line 150 ml buretrol extension set had a puncture or indentation mark in the side of the burette. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A visual inspection revealed damage in the chamber burette, confirming the reported condition. A pressure test at 8 psi revealed a pin hole in the burette. The root cause of the condition is not identified. This is a product not distributed in the us and does not have a 510k number.